Event description:
It was reported that during the procedure, an unspecified stent was implanted in a 90% stenosed lesion in the mid right coronary artery. A 3.0x12 voyager nc balloon dilatation catheter (bdc) was then advanced without resistance to post-dilate the stent. The voyager nc balloon was inflated twice to 14 atmospheres and held for 5 seconds without issue. After performing post-dilatation, the voyager nc bdc was withdrawn without resistance and it was noted that the stent was still not fully expanded; it was then noted that the voyager hypotube was kinked which is believed to be the cause of the inability to fully expand the stent. No leak was noted anywhere on the voyager nc device. Post-dilatation was completed using another unspecified bdc. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and analyzed. The reported inflation issue could not be confirmed on the return. The reported kink was confirmed on the return and was likely due to handling during catheter advancement. The cause(s) of the inflation related to the stent post dilatation could not be determined. A review of the lot history record revealed no non-conformances that could have contributed to the reported event. Review of the similar incidents complaint history of the reported lot did not indicate a manufacturing issue. Return analysis does not indicate a product deficiency. Based on the information reviewed and the analysis of the return, there is no indication of a product deficiency.